Event description:
The anesthesia supervisor went to re-stock medications into the cart. The machine was frozen and neither the touch screen nor the keyboard would respond. The operator was unable to log in. The operator tried re-booting the machine with the black reset button on the left. The machine only re-booted after a full reset with the key the 2 reset switches on the right side.